Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Additionally, it was reported that the date on the pump was one day ahead. Reportedly, the customer may have inadvertently changed the date. Tandem technical support assisted the customer with correcting the date. Customer's blood glucose ranged from 101-314 mg/dl.